Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received multiple no delivery alarms. Customer stated she changed the infusion set twice and the alarm recurs. Customer has received no delivery alarms during basal delivery and prime. Customer was advised to disconnect and reconnect the tubing and reservoir; insulin did exit with plunger push. She was then instructed to rewind, reinsert reservoir and run manual prime; device did not alarm no delivery. Nothing further reported.